Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the accidental failure of the electrical circuit board, the image connector or the cable due to the deterioration by the repeated connection or disconnection of the endoscope because approximately five years had passed from the subject device had been manufactured.

Event description:
Olympus service operation repair center (sorc) was informed from the user that in unspecified timing the image of the subject device was disappeared.there was no patient injury associated with this report.